Event description:
Upon removing the neuron from the packaging, a kink in the distal tip of the catheter was noticed. The physician left the neuron inside the packaging and removed another device from their inventory and continued with the procedure.

Manufacturer narrative:
Technical eval: the catheter had three kinks along the distal flexible length. Conclusion: since the physician noticed the kinks upon removal from the packaging, the kink likely occurred during the manufacturing process. The DHR of this manufacturing lot has been reviewed. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record was completed on part # 1097-04 (lot # l12211). The subassembly for this part (p/n 0918-04, lot # l11993, (B)(4)) was also reviewed. All appropriate inspections were completed per process monitoring requirements or 100% inspections were required. In addition, all destructive testing was completed per required process monitoring requirements and results met specifications. No anomalies were found with this lot. The parts manufactured in this lot met the required criteria and are deemed acceptable.